Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of intermittent qc issues for troponin t hs, elecsys digoxin assay (digoxin), and elecsys tacrolimus (tacrolimus) on a cobas 6000 e 601 module. On (B)(6) 2018 the field service engineer (fse) was onsite to inspect the module and no issues were identified. Analyzer performance testing results passed. Between 01-aug-2018 and 03-aug-2018 the customer performed a comparison using 30 patient samples tested for troponin t hs between the e601 module in question and another e601 module onsite and the results correlated well to one another. This comparison was performed for troubleshooting purposes and was not being used for diagnostic purposes. On (B)(6) 2018 the fse was onsite and replaced the measuring cell. On (B)(6) 2018 the customer questioned results for 2 patient samples tested for digoxin and procalcitonin. Based on the data provided, the results for 1 patient were discrepant for digoxin. The date of event for the digoxin results was not provided. The initial digoxin result was 3.5 (unit of measure not provided). This result was reported outside of the laboratory. The repeat result was 2.2. Medical personnel were notified of the repeat result. There was no allegation that an adverse event occurred. The digoxin reagent lot number was 304495. The expiration date was not provided. Investigations are ongoing.

Manufacturer narrative:
On (B)(6) 2018 the fse visited the customer site and replaced tubings along with the sipper probe. The fse also installed new pinch tubes, valves, sipper waste tubings and nipples. A volume check was ok and a high voltage calibration was done. Blank cell calibration was performed and the customer ran qc.

Manufacturer narrative:
The customer has not had any additional issues since the most recent service visit on (B)(6) 2018. The investigation was unable to find a definitive root cause.